Event description:
It was reported that this right ventricular (rv) lead had been implanted for 18 years, however after the recent device changed out the shock impedances showed low out of range around 20 ohms in triad configuration. The lead was tested in rv coil to can and the impedance values were measuring 54 ohms, so the plan was to stay in rv coil to can configuration. The lead remains in-service at this time. No adverse patient effects were reported.